Event description:
It was reported that the patient experienced infection with a previous inflatable penile prosthesis (ipp). The device was removed and replaced with a non bsc product. No further patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.